Event description:
An optician reported receiving notification that a patient had been hospitalized in 2005 for treatment for hypopyon in their left eye associated with wear of o2optix contact lenses. They were convalescent until 2005. Request has been made for additional information, however, no further information is available at the time of this report.